Event description:
The user facility reported to terumo cardiovascular sys corp that during cardiopulmonary bypass, the gas transfer sys was no working correctly during the case. The case lasted three and a half hours. There were no issues w/ the first blood gas taken. The starting fio2 was 80% and was increased to 100% after the pco2 increased and the po2 decreased. This occurred an hour and a half into the line 20 min into the case, and the pt read stable afterwards. No known impact or consequence to pt. Product was not changed out. Surgery was competed successfully w/out delay.

Manufacturer narrative:
Terumo has not rec'd the actual device for eval; therefore, the investigation has yet to be completed. Terumo plans on submitting a f/u report when the investigation is completed and more info becomes available. (B)(4).